Event description:
Drug/diluent: ropivacaine 0.1%. Fill volume: 400ml. Flow rate: unk. Procedure: total knee arthroplasty. Cathplace: femoral. It was reported that the bolus button was stuck in the depressed position. The pump was removed and replaced. Start date of infusion: (B)(6) 2012, end date of infusion: (B)(6) 2012. Pt¿s pain was controlled with a new pump. No adverse event.

Manufacturer narrative:
Method: sample has not yet been rec¿d, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Conclusion: a review of the device history record (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. If add¿l info pertinent to this event becomes available, I-flow will submit a follow-up report.